Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The user interface module (uim) screen was replaced and returned to the customer operating to manufacturer's specifications. The carefusion service department inspected the unit and was unable to duplicate the reported frozen touch screen. No anomalies or failures were found and the component operated to specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is frozen and will not accept changes. The customer stated there was no patient associated with this event.